Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the footswitch failed to halt radiofrequency (rf) delivery. During an ablation procedure, energy delivered by the maestro 4000 generator continued even when the physician lifted his foot off of the foot pedal. The generator was switched off manually. The continuation of the rf delivery was brief, and the patient did not experience any adverse events.